Event description:
Customer reported that the numbers on the insulin pump's screen were scrolling during bolus. Customer does not recall any significant events leading up to this event. Blood glucose level was 246 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed had unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. The device was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.